Event description:
The customer contacted heartsine to report that the on/off button on their device was no working. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. During the device evaluation, the device was seen to have corrosion on the membrane tail track 13 (on_button), the j11 connector and the on/off button contact pad on the membrane pcb causing an increase in resistance on this track. Heartsine determined that the cause of the reported issue was due to a failure of the membrane assembly, as a result of the device being stored outside of the indicated conditions. The returned device was scrapped by heartsine and the customer received a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that the on/off button on their device was no working. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Event description:
The customer contacted heartsine to report that the on/off button on their device was no working. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.